Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Tandem technical support guided the customer through successfully loading a new cartridge onto the pump. Blood glucose level was 200 mg/dl.